Event description:
Narrative from staff: tip of an intramedullary reamer broke while in femur during a trochanteric nailing for an impending pathological fracture. Fragments came off the tip of the reamer inside the patient's femur, but all fragments were retrieved and accounted for. No fragments were left in the patient as confirmed by the md and the intraoperative imaging. The reamer was sequestered along with the fragments. Narrative from operative report: we then locked the nail proximally into the head with a lag screw and locked the nail distally with a locking screw from lateral to medial using freehand technique. During the reaming process for the lag screw the threads broke off the device. We were able to extract them in their entirety.